Manufacturer narrative:
Both trials are broken in half at the medial portion of the notches. Without additional information, the exact cause of failure cannot be determined. Device history records indicate all components were manufactured and inspected to specification. Dimensional analysis found the parts to be conforming where measured. No manufacturing abnormalities could be detected by either method.

Event description:
It was reported that two trial instruments broke in half during knee trial reduction.